Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in the right in late 2008. As part of the postmarket study, the patient reported halos at night, high pressure post surgery and occasional moving yellow/white blob to the right field of vision. The surgeon's medical assistant was contacted and stated the patient's iop was elevated the day after surgery, but dissipated shortly thereafter and this is normal for this procedure. An iridectomy was performed and the patient has larger pupils which may have contributed to the halos. The medical assistant stated there was nothing in the patient's chart regarding the yellow/white blob and had no idea what it was. The last time the surgeon seen, the patient was in 2009, and she mentioned the halos at that time. Her bcva during that visit was 20/25+ and the patient was doing fine.

Manufacturer narrative:
Other, glare. Other, floating yellow/white blob. Results: a work order search was conducted, and there were no similar records found within the work order.